Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer went to the emergency room and was subsequently hospitalized in the ICU with a blood glucose (bg) level of 600 mg/dl, vomiting, and diabetic ketoacidosis which resulted in a coronary artery bypass surgery. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6)2023 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.